Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that three infusion sets were not adhering. Blood glucose level was high. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available

Manufacturer narrative:
MDR 3003442380-2024-00833 - device 3 of 3.